Event description:
Applied medical trocar was defective; part of the balloon peeled off. A second device was opened to complete procedure.======================manufacturer response for kii balloon blunt tip system, kii balloon blunt tip system 12x100mm (per site reporter)======================manufacturer provided rga# for product return evaluation.